Manufacturer narrative:
E1: patient city - (B)(6). Patient country - brazil. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in brazil it was reported that the patient experienced an event in which cannula was found to be kinked which caused hyperglycemia on (B)(6) 2025. Bleeding was also observed at the insertion site. The high blood glucose levels was 450 mg/dl and patient was treated with insulin syringe. No further information available.